Manufacturer narrative:
H3 - device evaluation is not required. H6 - health effect clinical code: 4581 - patient discomfort. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced patient discomfort. Lens explanted and the problem was resolved. Cause of the event was reported as unknown," removed due to persistent discomfort reported by the patient."